Manufacturer narrative:
Gtin/UDI number for item mz1000-07, lot 161298072 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the product disconnected and leaked after drawing blood. There was no report of patient harm.